Event description:
Reporter indicated that vns pt has experienced a recent increase in seizures. It was also reported that device normal mode stimulation has never stopped the pt's seizures; therefore, device normal mode output current was decreased to 25ma at the pt's request. The pt reported that swiping the magnet during a seizure occasionally stops the pt's seizures; therefore, magnet mode output current was left programmed to 2.50ma. The pt has intractable seizures and has discussed right temporal lobe surgery with their neurologist since pt has not experienced efficacy with vns therapy. Investigation to date has been unable to determine whether the increase in seizures is above the pt's pre-vns baseline frequency.